Event description:
It was reported that during preparation for pituitary tumorectomy procedure, the bur was broken after connecting the bur and doing trial operation. After the bur was installed, it was confirmed that the bur would not come off. It was also reported that the procedure was completed with the back up device and no intervention was planned. Upon followup it was confirmed that there was no patient impact.

Manufacturer narrative:
H3: product analysis: report confirmed. Evaluation determined that the tool was broken/fractured and fracture was at location of tube exit. Markings on stem indicated tool was used in a telescoping tube with failed bearings. The likely cause was identified as telescoping tube bearings failed to support tool due to wear, which allowed tool stem to contact tube exit, which led to fracture. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.